Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0098 showed eight other similar product complaint(s) from this lot number.

Event description:
It was related that they are having problems with the 2 fr PICC catheters (per-q cath plus), lot number rect0098. It was stated they are having various problems such as cracking/breaking. Problems are being reported by our neonatal ICU staff. No other information was provided.